Event description:
It was reported that a patient presented with backup mode on their implantable cardioverter defibrillator (ICD). No changes or interventions were reported. The patient condition was not known.

Event description:
Additional information received indicates that the backup mode was an MRI related reset due to off-label MRI environment. The implantable cardioverter defibrillator (ICD) was restored back to normal. The patient condition was stable before, during, and after.